Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up will be submitted following evaluation.

Event description:
The patient reported that a heater bag alarm occurred during fill 1 of 4 with the volume filled to 520 ml/2800 ml. Troubleshooting attempts were employed, and the error message reoccurred. The patient cancelled the treatment. Upon removing the cassette from the cycler, the patient noted that there was a fluid leak which came in contact with the cycler inside the cassette area. During follow up the patient's nurse reported that there was no adverse event associated with the leak. The set was discarded.